Event description:
It was reported by the surgeon that a 25mm 8300ab aortic valve underwent re-intervention after an implant duration of five (5) months due to severe paravalvular leakage (pvl). According to the surgeon, the 8300ab aortic valve had mild pvl detected by echo approximately three (3) weeks post implant. Follow up echo approximately two (2) months post implant showed mild pvl. The pvl gradually worsened during follow-up, and approximately five (5) months after implantation, the patient was finally diagnosed with severe pvl. The valve frame appeared not to be fully expanded. As the pvl had become severe and the patient showed signs of heart failure, it was decided to perform re-intervention. A balloon dilation was performed by a cardiologist to expand the valve frame. After this reintervention, the pvl improved to mild-moderate, and the patient status was reported as recovered. Per the reported information, during the initial surgery, the patient had no notable anatomical findings. The surgeon performed decalcification as usual and performed sizing properly as the IFU indicated. To prevent pvl, three additional sutures were placed at the commissures using pledgeted suture with everting mattress suture technique. After the implant, the surgeon opened the leaflets and confirmed from above that the valve frame was expanded. There was no technical issue reported. Intraoperative and immediate postoperative echo showed no regurgitation. The surgeon suspected the valve frame, which had expanded at the device implant, may have reverted to an un-dilated state for some reason in the patient body. Imaging evaluation: the bioprosthesis frame appears abnormal and possibly not fully dilated as early as the april 9 (2-week post-operative) tte; the frame is not visualized on the march 25 (presumed intraoperative) tee, and incomplete dilation at that time cannot be excluded. Paravalvular ar appears to have been present on the presumed iotee, with a jet origin in the same location as that seen on the august 29 tee reportedly performed immediately prior to balloon dilation. Although the severity of ar appears to have increased between the echocardiograms done in march and april and those done in august, substantial limitations in tte image quality and limitations in the interrogation of the valve on submitted images from the earlier echocardiograms makes it impossible to conclude with certainty that any apparent change in ar severity could not have been due to differences in imaging.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6.

Manufacturer narrative:
H11. Additional narrative: updated b5 and h6. Based on the evaluation and available information, the report of pvl was confirmed. For this event a definitive root cause cannot be conclusively determined. Use of pledgeted sutures may have caused or contributed to the event.

Event description:
The bioprosthesis frame is not visualized on the march 25 (presumed intraoperative) tee; however, abnormal leaflet opening is documented on that tee in pattern potentially suggestive of incomplete frame dilation. The bioprosthesis frame is visualized and appears abnormal and possibly not fully dilated as early as the april 9 (2-week post-operative) tte. At least moderate paravalvular ar was present on the presumed iotee. Apparently less ar on the april 9 tte could have been due to imaging limitations; paravalvular ar appears to be severe on the april 25 tte. The final (august 29) tee documents 2 large pvls, 1 of which is in the same location as the pvl seen on the march 25 tee. Given substantial variation in image quality between the tees and the ttes, it is most likely that significant paravalvular ar was present on the initial tee and either progressed or was better visualized on some of the subsequent echocardiograms, but was not truly absent at the time of the april 9 tte. Because the bioprosthesis frame was not well visualized on the submitted images from the march 25 iotee, the possibility of a fully expanded valve subsequently reverting to an unexpanded shape cannot be confirmed. If available, the submission for review of additional images (potentially including the complete dicom files) from each of the echocardiograms, and especially the march 25 tee, could be of interest, and could help with additional analysis and comment.

Event description:
The patient expired approximately two (2) months after the balloon dilation due to sepsis caused by infection. Route of infection and causative microorganism were not provided. There are no allegations from the surgeon affirming a direct causal relationship between sepsis/ patient death and the device.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. Based on the evaluation and available information, the report of pvl was confirmed. For this event a definitive root cause cannot be conclusively determined, however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported by the surgeon that a 25mm 8300ab aortic valve underwent re-intervention due to severe paravalvular leakage (pvl). According to the surgeon, the 8300ab aortic valve had mild pvl detected by echo approximately three (3) weeks post implant. Follow up echo approximately two (2) months post implant showed mild pvl. The pvl gradually worsened during follow-up, and approximately five (5) months after implantation, the patient was finally diagnosed with severe pvl. The valve frame appeared not to be fully expanded. As the pvl had become severe and the patient showed signs of heart failure, it was decided to perform re-intervention. A balloon dilation was performed by a cardiologist to expand the valve frame. After this reintervention, the pvl improved to mild-moderate, and the patient status was reported as recovered. Per the reported information, during the initial surgery, the patient had no notable anatomical findings. The surgeon performed decalcification as usual and performed sizing properly as the IFU indicated. To prevent pvl, three additional sutures were placed at the commissures using pledgeted suture with everting mattress suture technique. After the implant, the surgeon opened the leaflets and confirmed from above that the valve frame was expanded. There was no technical issue reported. Intraoperative and immediate postoperative echo showed no regurgitation. The surgeon suspected the valve frame, which had expanded at the device implant, had somehow shrunk after surgery.